Event description:
The following events were noted during literature review: a prospective study was performed in 106 patients in review. One hundred and six patients underwent renal artery stenting. Of those 106 patients at approximately 6 weeks and 10 months, two patients died, reported to be from renal failure and cardiac causes. Of those 106 patients, 6 patients suffered from renal deficiency and high creatine levels, 1 patient suffered a dissection, and 2 patients underwent revascularization for planned CABG procedures. One patient underwent revascularization of the renal artery.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection is listed as a potential adverse effect in the tetra instructions for use. The reported test results were likely used to diagnose the renal failure. Although a conclusive cause for the reported patient effects and the relationship, if any, to the devices cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. Pp jokhi, k ramanathan, s walsh, et al; "experience of stenting for atherosclerotic renal artery stenosis in a cardiac catheterization laboratory: technical considerations and complications." Can j cardiol vol 25 no 9 august 2009. The unk multi-link rx ultra, and unk herkulink, are being filed under separate MFR #s.